Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation and developed pericardial effusion. It was further reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.